Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: self test failed, buzzer defective alarms after turning the device on. It occurs only in that case if the device is warmed up, so in that case if I reboots the device after a few hours of operation. The buzzer is ok.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: defective mainboard. Replacement of defective component.